Event description:
It was reported the device will not function. It was also reported the case is broken. The device was returned for repair. There was no patient involvement indicated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: initial analysis confirmed the reported event, the upper and lower cases were broken and contaminated and the main printed circuit (pcb) was out of electrical specification. It was also noted that the battery release, knobs and ring cover were contaminated, the side bail covers and side bails were missing, the ring bail was bent, the battery drawer was broken and the keyboard was scratched. Further analysis was performed on the main pcb. Visual inspection found no anomalies. Bench analysis found that current testing was ok, the device would not turn on, fault analysis isolated an integrated circuit component had failed. When this component was replaced the device was able to power up properly. It was confirmed that the device power up failed due to an integrated circuit component. (B)(4).